Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, diffusion of heat from the device caused a temporary injury to the patient. No patient complication occurred or medical intervention was required to prevent permanent impairment. There was no extension of patient hospitalization. Another device of the same type was used successfully with the same generator.